Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient that their implant kept turning off by itself. The patient said the implant had shut itself off on the day of the call, last month and the month before that. The patient stated that on the day of the call they thought they were getting a shock in their testicle when the urgency came and when they checked their device with their programmer their stimulation was off and so they had to turn it back on. The patient checked the implant during the call and reported seeing the stimulation on icon. The patient reported they did not use the ¿stimulation off¿ button on the programmer. When asked if the patient was ever in a certain location when the stimulation turns off the patient stated they didn¿t do much and they were usually at home because they were disabled (the disability is unrelated to the device/therapy). It was noted that during each of these occasions the patient did confirm the ins status with the programmer correctly and the patient was going to follow up with their health care physician. The patient reported that for the last week and a half their urgency and frequency had picked up a lot. The patient also noted that for the last day or two when they woke up they were in pain because their bladder was too full of urine. There were no further complications reported/anticipated.